Manufacturer narrative:
The complaint device is unavailable as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis patient had positive dialysate cultures for peritonitis caused by touch contamination and was admitted to a hospital on (B)(6) 2015. No further information was provided.